Manufacturer narrative:
The t:slim pump user guide indicates only use humalog or novolog u-100 insulin, as any lesser or greater concentration can result in serious health consequences. Only humalog and novolog have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:slim system. It is not intended for use with any other delivery substance. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced fluctuating blood glucose (bg) levels range (above 50- above 300 mg/dl) reportedly, the customer recently switched to humulin 500 insulin. The customer was educated that only humalog and novolog have been tested and approved for use with the pump. The contact reported that the location that changed the customers insulin does not have a diabetic trainer and did not go over settings with the customer. The customer was advised that tandem technical support would reach out to the clinical diabetes specialist. Multiple follow up attempts were made to the customer. However, no additional information was provided.